Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 1902837: 25 items manufactured and released on 26-jul-2019. Expiration date: 2024-jul-15. No anomalies found related to the problem. To date, 21 items of the same lot have been sold without any similar reported event.

Event description:
1 year and 9 months after the primary surgery the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.